Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. The corroded motor assembly was noted during visual inspection. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that the insulin pump was dropped in a pool. The customer reported that the insulin pump was exposed to water. The customer reported that there was fluid under the lcd display. The customer's blood glucose was unknown at the time of incident. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.